Manufacturer narrative:
Visual examination of the returned used device showed the 3-way white stopcock was broken off from the connection of the tnf-r transducer housing upon receipt. Cracks were observed from the female luer of the tnf-r transducer housing, male luer nut and female luer fitting of the 1-way white stopcock. Based on the above examination results, the cause of this issue could be due to overtightening of the connections. A review of the manufacturing process showed that transducer assembly goes through visual inspection to check for broken or damaged component and leakage during the manufacturing process. Transducer assembled into kit at kit assembly also went through 100 percent inspection for damage and broken assemblies during kit assembly process and sampling outgoing inspection for the finished goods kit assembly. A review of the batch documentation, which includes device history records and inspection reports, showed that no problem was found relating to damaged or broken device and leakage of the affected lot number during the manufacturing process. Root cause was determined to be due to overtightening of connections; therefore, no corrective action will be taken at this time.

Event description:
Connection was broken and blood leaked. No harm to the patient.